Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not crossing at multiple stations. A technical support specialist (tss) dialed into the server via securelink, ran a site down query, and confirmed that messages were being transmitted correctly. Healthsight viewer (hsv) did not report any critical notices. The tss dialed into the sample device, verified patient data on the station database, and confirmed the patient had been discharged. After checking, the orders began crossing over correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple orders were not crossing on multiple stations. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.